Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling adhesive was likely caused by the amount of use and age of the device (over 9 years) leading to deterioration. Additionally, the application of an external force such as strong rubbing to the part under normal use including reprocessing would likely lead to the issue. Per the legal manufacturer, the other device defects included in the initial MDR (loose probe unit and scratched objective lens) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The forceps and brush passages were verified ok. The biopsy channel was checked with a boroscope and no internal damage was noted. However, it was observed that the probe unit was loose and forceps cover glue was peeling. The objective lens was noted scratched, affecting the image.

Event description:
A user facility reported to olympus that they were unable to push the needle out of the instrument channel. The problem, as reported to olympus, occurred during reprocessing of the scope. There was no patient injury or harm, associated with the problem, reported to olympus.